Event description:
Event description guidant received information that while performing a device change out it was noticed that the df1 pin of this defibrillation lead appeared to have seperated from the lead body.